Event description:
A nurse reported that the equipment turned off and was unable to be turned back on during a cataract intraocular lens implant procedure. Following a ten minute delay, the procedure was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one related report for this system. The root cause could not be determined. (B)(4).